Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, the colonovideoscope exhibited white foreign material inside the air water tube, air water cylinder and jet tube. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 04 years since the subject device was manufactured. Based on the results of the investigation, it is likely the foreign material remained because handling/reprocessing of the device deviated from IFU (instruction for use). The scope was not disinfected again after the field service engineer's check. However, a definite root cause that led to the malfunction could not be identified. Also, physical damage was not found at the locations with foreign material. The instruction manual states the detection method associated with the event in "gif/cf-170 series operation manual chapter 3 preparation and inspection", and preventative measures in "gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope." Olympus will continue to monitor field performance for this device.